Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, blood pooled in the stopper well of two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples, but one (1) photo were provided for investigation. The photo was reviewed and the indicated failure mode for blood pooling was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of blood pooling was not observed. 10 retained tubes were drawn with water, using bd multi-sample needles and bd single-use holders. Tubes drew satisfactorily, and no droplets of water were visible in the stopper wells. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of blood pooling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, blood pooled in the stopper well of two (2) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.